Event description:
The customer reported that the system would not perform the save functions. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and found the system unable to save. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.